Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited that the bending section and bending section cover are broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, an identification and definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: labeling: the inspection method for the event is described as follows in the operation manual for urf-v3"chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.